Event description:
A baxter sales representative reported that the spike was broken from a transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. The lot number is unknown; therefore, a batch review will not be conducted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer report of a broken spike was confirmed during evaluation. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.